Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the sjm representative met with the patient and could not get the charger to communicate with the ipg. The next day, the patient reported intermittent communication with the programmer, and when he tried to turn the stimulation down, he received a shock. It was reported the patient had to use the magnet to turn the ipg off. The patient stated he had quit using the system. Follow up revealed the patient had double knee surgery and was recovering. The patient was to schedule an appointment for his scs system once he recovered. It was reported the ipg may have flipped; the patient noticed it may be in a different position in his abdomen.